Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 442 mg/dl. The customer stated that there were no significant events that could have led to the issue. The issue was resolved with a battery change. However, the customer was shipped a new battery cap as a courtesy. No further information was provided.